Event description:
Customer was getting high blood glucose results.they kept taking their insulin based on the results. They tested with a result of 586mg/dl so they went to the hosp. They were tested at the hosp and the results were 95 & 123mg/dl. They were given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent